Event description:
Caller reported that the cartridge was not fitting properly into the pump and was unable to load successfully even after multiple attempts. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer on troubleshooting steps, and eventually arranged for a replacement pump to be sent with updated software. The customer was informed about the procedure for storing the current pump and returning it to tandem and understood all instructions. The pump was still under warranty, ensuring a smooth resolution of the issue with minimal disruption to insulin delivery, as the customer planned to use multiple daily injections (mdi) as a backup therapy.